Event description:
A user facility in japan reported that the vitrectomy cutter did not move well and aspiration continued. The procedure was completed with a second device with no patient injury.

Manufacturer narrative:
Product has been requested but not received. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The investigation is ongoing.

Manufacturer narrative:
The product was returned and evaluated. The tip protector was returned, however not on the cutter. The needle was observed to be bent. The connectors were inspected and no damage was found. A functional test was performed and the cutter did not cut properly, the inner needle was binding up and moved intermittently. The port window remained in the open position when the inner needle bound up which allowed the vacuum to continue. The bent needle could contribute to poor cutting performance. Due to evidence of use and the returned condition with the tip protector loose in the container and not on the cutter, the cause of the bent needle cannot be determined. A review of the device history record (DHR) did not find any non-conformities or anomalies related to the reported event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.